Event description:
A fasting blood glucose comparison was performed on a patient. The lab result was 121mg/dl and the hospitals device read 141mg/dl. A request was made for the return of the suspect device but the customer declined replacement.